Event description:
It was reported to philips by a customer that the unit had error code 1104, backup alarm failure. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the biomed reported the unit was displaying diagnostic code 1104 backup alarm failure and in the significant event log. The rse advised biomed the recommended repair was to replace the v60 central processing unit (cpu) board. The rse advised biomed to restore serial number and power on hours utilizing tera term after replacing the board. Biomed replaced the cpu board to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Based on the information provided and the service performed, the customer's alleged malfunction was confirmed.

Manufacturer narrative:
H10: the removed central processing unit (cpu) printed circuit board assembly (pcba) was returned to the product investigation lab (pil) for analysis. The pil technician installed the system cpu pcba into a pil v60 standard test bed (stb) for testing. The pil technician verified the secondary (or backup) alarm issue noted on the returned pcba. Diagnostic code e1104 (back up alarm failure) was generated at the boot up of the system pcba. The reason for the e1104 secondary alarm failure is due to a faulty ls1 (secondary alarm buzzer). Ls1 was found open and faulty. Based on device diagnostic log review provided with the failure analysis, each occurrence of the reported issue occurred during power on self-test (post) and not while in clinical use as originally reported.